Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp wrist fusion plates was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was performed due to three broken screws and a nonunion. The patient originally had a wrist fusion on (B)(6) 2013 and presented with pain on (B)(6) 2014. The surgeon confirmed via x-rays that the patient had three broken screws on the locking compression plate fusion plate. The patient was implanted with a wrist fusion plate and eight screws in total. It was reported that three out of four of the locking screws were found broken at the head of the screws. It was reported that the broken screws were due to the nonunion. It is unknown what type(s) of screws the other four screws were. The surgeon explanted all hardware (one locking compression plate fusion wrist plate and eight various screws). The surgery was successfully completed with no reported delay. This is report 1 of 2 for (B)(4).